Event description:
The customer reported that the jaws of the device could not be reopened while applied to tissue. The surgeon resected the tissue adjacent to the jaws in order to remove the device from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returning for eval. A review of the device history record (DHR) did not find any entries potentially pertinent to the reported condition. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.